Event description:
The clinician inserted the catheter into the pt's right hand. A CT scan was performed with pressure injection reduced to 1cc per second. The pt was also injected for a bone scan at this time. The IV catheter was left in place and secured with a coban wrap. The pt returned for an MRI approximately 1 1/2 hours later. Leakage was identified around the catheter site when contrast was injected for an MRI. The catheter was pulled back slightly and the clinican found that the catheter was disengaged from the adapter. The catheter was retrieved intact with forceps. There was no injury to the pt.